Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on critical override. A technical support specialist (tss) checked the server and found that the synchronization information was current but there were notices that the device was on critical override. Further the field service engineer (fse) found that the station was disconnected and the ethernet port was not working. Then the fse notified information technology (it) about the issue, and the station came back online. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating and critical override on station. The customer had tried to reboot, but it was still not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.